Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the demo pump is self rebooting. No additional information was provided. This report is made based on the allegation of the power issue.

Manufacturer narrative:
(B)(4): a review of the black box history indicated several power reboots. There were no alarms related to the complaint in the pump alarm history. There was no damage found to the battery cap or battery compartment. The returned battery cap met all specifications. The pump was exercised for 24 hours with the returned battery cap with no power loss issues. A battery cap functional test was performed with no battery cap connection defects. The rewind, prime and load steps were performed on the pump with no issues noted. The pump cover was removed and there was no evidence of moisture or damage found to the battery flex or power circuit. The reported complaint was verified in the pump history but was not be duplicated during investigation. Unrelated to the complaint, the piston cap was found to missing in the cartridge compartment.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.